Event description:
It was reported by the customer's father that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that the insulin did not exit when performing a 5.0 ou fixed prime. It was explained to the customer that the alarm may have been caused by a set/reservoir occlusion. Customer was advised to replace the infusion set and reservoir as soon as possible. Insulin pump will need to be replaced. No add'l info provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.